Event description:
Customer reported an error message displayed during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and hard drive. System operates as intended.